Event description:
A (B)(6) female pt's granddaughter contacted zoll customer support to report that the pt was unable to activate the device using the response buttons. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The reported problem (response buttons not working/code 6) has been confirmed. Upon eval, the response buttons were found to be intermittent. The root cause of the intermittent response buttons cannot be positively identified. No adverse event resulted from the defective response button. The pt was issued a replacement monitor.